Event description:
It was reported that a patient had an infection. A pustule on the patient¿s right side by the catheter started in ¿(B)(6) 2011¿ which was first noticed by the primary care healthcare professional (hcp) who said the patient needed to go to the hospital. The pump was explanted in (B)(6) 2011. The patient mentioned that his ¿machinery¿ worked well until the events of the infection occurred, stating that the hcp staff who refilled the pump every two months were ¿incompetent.¿ the pump was used to infuse morphine (unknown), clonidine, and ¿something else.¿ no outcome was reported. Follow up was conducted to obtain further information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), product type catheter. (B)(4).